Event description:
I had laser treatment for spider vein removal on my legs. This particular session was not my first session. I had received prior treatments at this clinic. However, the technician was unable to find my chart to know what type of laser had been used previously and the settings that were used. She actually asked me if I remembered what kind of laser I received - which of course I said I had no idea and that was their job to keep track of. She proceeded with my laser treatment without locating my patient chart ( my medical records on the treatment date states "decided to use bbl not 1064") which without my chart, I do not know how she came to that medical treatment decision. During the treatment session, I told the technician that it really hurt and was burning terribly (my whole body tensed/jerked with each laser treatment) however, she stated that was normal and she proceeded. After the treatment, while still in the treatment room, I noticed that my legs had red squares all over them which hurt really badly. Following the treatment, I was driving home and my legs burned so badly, I became very uncomfortable both physically and emotionally and I was barely able to make it home safely. I called the laser clinic and spoke with the technician who did not seem to have many answers other than it was 'normal' and unless they are actual square red marks there is nothing to worry about. Upon arriving home I was in extreme pain. I checked my legs and had approximately 30+ red square burns all over my legs. My husband brought me to the emergency room. They evaluated my legs and said I definitely had legitimate burns and gave me a treatment plan/burn care instructions and prescribed pain pills for the extreme pain I was experiencing. Following the ER visit, I saw a family medicine physician who diagnosed I had second degree burns on my legs - they were blistering terribly. They administered a tetanus shot and she again reinforced burn care instructions and treatment plans. Over the next several months we applied to the topical medication and wrapped my legs in gauze a number of times per day. I was unable to go to work and it severely limited my ability to perform daily tasks. I contacted the laser clinic and saw their medical director physician a few times in follow-up who evaluated my legs, agreed I was mistreated with the laser device. He also mentioned he would make my legs look better again however, I was not about to have any further laser treatments or anything performed on my legs. I still have square scars on my legs from this incident which continuously reminds me of the emotional and physical pain I went through because of the medical negligence of the technician we administered the laser treatment on my legs that day. She could not locate my chart, had no idea of my previous treatments, ignored my complaints of pain and failed to notice that I immediately had red square burns on my legs following the laser treatment. The laser clinic did not seem be of a much concern regarding this incident and basically said "it will get better." Well yes of course it will get better, but it never should have happened in the first place and now I still live with visible scars on my legs. I took pictures of my wounds/burns during the entire healing process and was in pain for months. I incurred medical expenses due to this event and experienced decreased quality of life for months. I have received copies of all my medical records and contacted a lawyer in regard to taking legal action as well.